Event description:
The customer reported that the insulin gauge displayed a different amount than expected, with the pump showing 105 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in reloading the cartridge, and the customer decided to monitor the situation and follow up if necessary.